Event description:
It was reported that an unspecified malfunction alarm occurred. The customer didn't call back to resum troubleshooting so there is no further information. The customer reverted to alternate method of insulin therapy.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.